Manufacturer narrative:
A supplemental report is being submitted for additional device evaluation. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. A review of the manufacturing documentation confirmed that the battery met all requirements for release. During a preliminary analysis of the device at the medtronic facility in (B)(6), the battery was unable to charge on the battery charger and the battery capacity display did not light up when the battery test button was pressed. Further analysis revealed active safety flags due to an overcurrent condition. When the safety flags are enabled, the battery is unable to charge but can still provide power to a controller. The flags were removed after resetting the battery and the battery performed as intended. As received in miami lakes, the safety flags observed during the initial interrogation of the battery could not be duplicated. The battery was able to charge and provide power to a test controller. However, functional testing revealed that the battery capacity display did not light up when the battery test button was pressed. Supplemental testing revealed contamination on the connector between the gas gauge light emitting diode (led) display and printed circuit board (pcb). As a result, the reported event was confirmed. The most likely root cause of the reported display error event can be attributed to contamination between the printed circuit board and gas gauge display. Based on the available information, a possible root cause of reported not charging event can be attributed to an overcurrent charging condition detected by the analog front end (afe) integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The battery was returned to the manufacturer because the battery was not charging and the green light on the indicator did not illuminate when pressing the test button. When the battery was connected to any of the four battery charging slots, the status light illuminated and flashed, but the green light on the battery indicator did not illuminate. The battery subsequently tested out of specification during manufacturer¿s analysis. No patient complications have been reported as a result of this event.